Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support initially, the impella flows were around 3.4 liters per minute (l/min). After a few minutes, impella cp flows dropped to 0.4 l/min. Position on x-ray and transesophageal echocardiogram appeared adequate, 3.8 centimeters into the left ventricle (lv). The patient is tall and has a large lv. There was a suspected loss of volume so fluids were administered. Eventually, after fluids, impella flows improved to three l/min. The patient had to have the pump repositioned multiple times and placement signal low alarms. Additionally, the patient experienced bleeding with unspecified resolution. Additional information noted the patient was made do not resuscitate. Care was withdrawn and the patient expired. Medical safety review of the event noted the use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.